Manufacturer narrative:
D9 - date returned to mfg: 6mar2025. Investigation summary: received one (1) used list# d1000, tego¿ connector, appx 0.05 ml; lot# unknown. The seal was observed to be torn. The reported complaint of unable to flush could be confirmed. The seal was observed to be torn. The probable cause of the unable to flush is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized. A device history record lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a tego connector where the customer reported that they were unable to flush the venous line, the tego was changed and the issue was resolved. The physical damage was observed on the silicone rim; the access port was partly pushed in which was observed during the dialysis procedure. No medication was being used with this product. There was no patient harm reported.